Manufacturer narrative:
The device history records have been reviewed. A field safety notice and CAPA was initiated as corrective action. This is the final supplemental report, the complaint is closed.

Event description:
Small right femoral trials in stock were found to have the incorrect mark for the size feature; the parts are marked with an l designating left. All the other laser marking on the trials is correct, the parts are small rights, and the labeling reflects small right.

Manufacturer narrative:
The device history record is being reviewed.

Event description:
Small right femoral trials in stock were found to have the incorrect mark for the size feature; the parts are marked with an l designating left. All the other laser marking on the trials is correct, the parts are small rights, and the labeling reflects small right.